Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reported that the patient was not getting adequate pain relief from the implant and the patient noticed after the patient had an MRI on july 3rd. Caller stated that the implant was not working on the patient's body and when they put it back on it was not giving the patient anything. Agent asked clarifying question and caller mentioned it doesn't take the pain away relaxes patient before and after having the MRI. Agent instructed caller to check for damage; no visible damage to the li battery pack contacts, controller compartment pins, recharger and controller port. Agent walked caller resetting the controller; controller showed recharging 80% and implant 70%. Agent walked caller through adjusting therapy and controller showed no device found then connect the recharger when caller attempted to adjust therapy. Agent instructed caller to start a charge session; implant recharging with excellent quality. Agent walked caller through adjusting therapy and patient was able to feel stimulation in their legs and lower back. Agent reviewed with caller to monitor and if patient feels they aren't getting pain relief to follow up with their healthcare provider.